Event description:
Pt had an enhancement surgery perform by a dr. Upon completed of the surgery and several second opinions from ophthalmologists it has been determined that permanent damage has occurred to the cornea in right eye. It appears to integrity of right eye was caused by the following: 1) taking away and excessive amount of tissue after being informed of my cornea thickness. 2) misdiagnosis of the condition causing visual distortion and performing additional surgery. After the surgery was complicated pt can remember that their vision was severely distorted and after the local wore off eye was sore. Dr did not measure pressure before or after the flap lift. When a couple of days passed pt started noticing that eye was sensitive to light and it felt like someone was sticking a knife in pt eye. After a couple of days an infection set in which dr had predicted from a slit observation a few days after the flap lift. The pin point infection was at the exact location as where the excess tissue had been removed and discarded during the flap lift surgery. After the flap lift dr kept pt on the pred forte steroid going into the 2nd week after the laser surgery. Vision from that point on was distored and the light seemed dimmer than normal another dr has stated that nerve damage was caused as result of the high iop based on photos of the retina. 3) prolonged use of steroid without monitoring eye pressure. In pt's opinion dr did not take proper steps to ensure that the integrity of cornea was protected. Based on what has happened to pt and the fact that 250,000 has had severe to moderate complication since this surgery was approved by the FDA pt is requesting that this medical procedure to band until further studies are conducted. Pt's life will never be the same; now that pt has lasik eyes and it appear to them that the drs who perform this surgery, including dr who was one of the 1st pioneers have not perfected this procedure. In pt's opinion with the closing of several lasik clinics and all the controversy surrounding this procedure the FDA needs to step in and truly evaluate this surgery. Pt's vision is very distorted since they elected to have this procedure and there was a tremendous false advertising to convince pt initially that the risks were very low and the complication rates almost non-existent. The two surgeons that operated on pt, had no answers as to what caused the complication and frankly wanted to find anyway out without being responsible for there misjudgement and mistakes.